Event description:
It was reported an internal electrical component sparked in the unit.

Manufacturer narrative:
It was reported an internal electrical component sparked in the unit. Visual inspection of the unit revealed a broken terminal at the thermostat. We also noted several other components which had been bent or broken, indicating misuse of the unit, and that the customer had bypassed our safety switch by permanently fastening it down. We determined the cause of this event was misuse on the part of the consumer.